Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer reached out to the customer by phone and requested them to attach the trainer to the iabp. Once the trainer was attached to the monitor, it showed the ECG wave forms (systolic and diastolic wave forms). The customer had questions about the clinical side, so the fse directed them to call the clinical representative. The customer was satisfied that all the waveforms returned. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer has reported that the systolic and diastolic blood pressures on the cs300 intra-aortic balloon pump (iabp) was not working while supporting a patient. The intra-aortic balloon (iabp) was inflating and deflating, but the pressure was not showing up. No adverse event was reported.